Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. The pt's vessels have disease progression resulting in infra renal aortic neck dilatation. The vessels diameters have changed from 26 mm in diameter at the time of implant to 34 mm in diameter currently. It was reported approx 57 months post stent graft implantation, the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. It was reported that the stent graft migration was due to disease progression resulting in infra renal aortic neck dilatation. The physician elected to convert the pt to an open surgical repair. The stent graft was discarded by the user facility. The pt was reported to be fine and no additional clinical sequelae have been reported.